Event description:
Report received from USA stating that the device had a "cut cord with exposed wires." The device was being used in operation. There was no pt injury reported. It is unk if delay or medical intervention occurred. There is no additional info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "cut cord" could be confirmed. During svc the device condition was noted in the pre-repair assessment notes. If additional info becomes available a supplemental report will be submitted. (B)(4).